Event description:
It was reported that the patient experienced difficulty in inserting the magic 3 go male coude intermittent catheters and wanted to exchange for something different. Per follow-up, the customer did not know how to use the catheter and made it difficult to insert. The customer stated that the patient did not know how to manipulate the green gripper during the insertion. The customer was able to void the bladder. The exchange order was placed with the liberator, and no sample will be returned for evaluation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as per additional information received the event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced difficulty in to inserting these magic 3 go male coude intermittent catheters and wanted to exchange for something different.